Event description:
It was reported that the user found leakage from the flat filter while in use. Therefore, the catheter was removed from the patient and replaced with a new kit.

Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the flat filter with no relevant findings. The customer reported the flat filter was leaking during use. The customer returned one flat filter and lidstock. The returned filter was visually examined with and without magnification. The flat filter appears used as biological material can be seen within the filter's shell. Visual examination of the returned filter also revealed the filter was discolored around the seam of the filter. This type of damage is typical of a filter that has been injected through with excessive pressure. A manual flow test was performed on the returned filter by connecting a lab inventory syringe to the luer-slip end of the returned filter and manually injecting water. Water was observed leaking from the side seam of the filter. Then a closed snaplock adapter was connected to the luer-lock end while the lab inventory syringe was still connected to the luer-slip end. Water was once again injected into the filter and a leak was observed once again coming from the side seam and of the returned filter. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and the condition of the sample received. The reported complaint of the filter leaking was confirmed based on the sample received. During the functional inspection, water was observed leaking from the side seam of the filter. A device history record review was performed on the flat filter with no relevant findings. It is unknown how the filter was handled prior to and during use and the pressure used to inject is unknown. The investigation found no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the filter leaking could not be determined.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user found leakage from the flat filter while in use. Therefore, the catheter was removed from the patient and replaced with a new kit.